Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/17/2017 that on (B)(6) 2017, there was intermittent data. No additional patient or event information is available. Data was provided for evaluation. The reported intermittent data was not confirmed via data. The root cause could not be determined. The sensor was inserted into the buttocks of an adult patient. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.